Event description:
On (B)(6) 2011 a new rv lead was implanted as there is an unknown issue with this rv lead. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).